Event description:
On (B)(6), 2011, this pt underwent treatment of an abdominal aortic aneurysm. It was reported that when the physician pulled the deployment knob of a contralateral leg component, the deployment line broke. It was reported that the deployment was pulled in a quick, jerky manner. The undeployed device was reportedly removed along with the sheath, the sheath was reintroduced, and the procedure concluded with another contralateral leg component. It was reported the device was still attached to the delivery catheter when it was removed from the pt. It was reported that the pt's anatomy did not contribute to the deployment line breakage. The device was reportedly advanced into position with no issue.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. This review of the manufacturing paperwork verified that this lot met all pre-release specifications.